Manufacturer narrative:
.

Event description:
It was reported that during a pump replacement surgery, it was noted that the catheter was partially disconnected. The old pump contained a drug concentration of 50mg/ml with the daily dose of 6.5mg/day. The hcp planned to lower the dose as it was likely that the patient may not have been getting the 6.5mg/day with the old pump due to the catheter disconnection. A follow-up report will be sent if additional information becomes available.